Event description:
The customer contacted heartsine to report that their device was prompting a '"device service required¿ warning. This was not initially reported as their was no indication that the device has critically malfunction. However, the investigation concluded that the reported fault was due to a failure of the current mode controller u2. This failure may prevent or delay shock therapy being delivered. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was issuing a ¿warning, device service required¿ prompt alongside a flashing red status indicator and failure chirp. The fault was attributed to failure of the current mode controller u2, which forms part of the charging circuitry. The device was scrapped by heartsine and the customer was provided with a replacement device.